Event description:
The customer's sister reported that the customer passed away as a result of respiratory distress. Prior to her passing, the customer had been hospitalized due to hyperglycemia. While at the hosp the customer was taken off of the insulin pump and was put on a respirator for three weeks prior to her death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.